Event description:
Lvad [left ventricular assist device] pt [patient] admitted with dl [driveline] infection. On [redacted] develops low flow alarms with flow down to 0. Lvad coord paged and vad [ventricular assist device] downloaded. Rapid called. Concern for thrombus/device malfunction based on download. Controller was changed at bedside continued low flow. Cvts [cardiovascular and throacic surgery] and hf [heart failure] attending at bs [bedside].transferred to ICU and further worked up with cta [computed tomography angiography] dx [diagnosed] thrombus. Pt scheduled for vad exchange [redacted]-the following day. This event report is for tracking purposes only.